Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The patient was re-trained on (B)(6) 2012 while hospitalized. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). Further information was received from a consumer on (B)(6) 2012: the cause of peritonitis was an accidental exposure of catheter due to removal of titanium adaptor. On (B)(6) 2012, the patient experienced abdominal pain, fever, and nausea as a manifestations of peritonitis. The patient was treated with amikacin for 2 weeks, clindamycin and azithromycin orally for 1 week. Oral ciprofloxacin was ongoing. The effluent was still partly cloudy. On (B)(6) 2012, the patient was discharged. The patient was recovering from the event of peritonitis (previously reported as not recovered). Further information was received from a physician on (B)(6) 2012. On (B)(6) 2011 (previously reported as (B)(6) 2011), the patient began treatment with dianeal pd2 1.5% therapy 1.7 liters alternating with dianeal pd2 4.25% therapy 1.7 liters, 4 exchanges intraperitoneally (ip) for capd. Further information was received from the physician on (B)(6) 2012. On (B)(6) 2012, dianeal pd2 therapies were discontinued and the patient was shifted to hemodialysis. On (B)(6) 2012, the pd catheter was removed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event was caused by use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding patient re-training has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in (B)(6) of break in aseptic technique, shortness of breath and bacterial peritonitis with culture positive for enterobacter cloacae coincident with dianeal pd2 therapies. On (B)(6) 2011, the patient began treatment with dianeal pd2 therapies (doses, frequencies not reported)intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2012, the patient experienced shortness of breath and peritonitis manifested by cloudy drain. The cause of peritonitis was break in aseptic technique. On (B)(6) 2012, the patient was hospitalized for bacterial peritonitis. On an unreported date, the patient was treated with amikacin pd solution with 25mg loading dose and 12.5mg maintenance dose and ciprofloxacin 500mg (route and frequency not reported). The patient still remains hospitalized. The patient had not recovered at the time of this report.